Event description:
A (B)(6) male pt called zoll customer support to report that his battery would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of the battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) was confirmed. As rec'd, the battery would not charge on power on a monitor. Upon eval, the battery cell voltages were mis-matched at 3.524v, 3.586v, and -0.015v. The cause for the inability to charge in a charger or power on a monitor is the mis-matched cells. The root cause for the mis-matched cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.